Manufacturer narrative:
Block d.2b: additional applicable product codes: qrb.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event:model number/catalog number: sc-8120-50serial number: (B)(6)batch/lot number: 230361amodel/catalog description: artisan surgical ld 50cm 16 contact leadunique identifier (UDI) #: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Block d.2b: additional applicable product codes: qrb.